Manufacturer narrative:
Concomitant medical products: product ID: 3889, product type: lead. Other relevant device(s) are: product ID: 3889. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they weren't feeling well, had been in the hospital, thinks they have a possible lung infection, and was on their way to see their healthcare provider (hcp); they noted that they really don't know what's going on. As a result of what was reported, they were advised to contact their healthcare provider (hcp) for medical advice or if they had health concerns. Five days later, patient's spouse said they were at the hospital because they pulled the lead out of their back. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
C53269 no longer applies. Eval code method 4114 applies to lead (lot# unknown) only. Eval code result 3221 and eval code conclusion 67 applies to verify enhanced (serial# unknown) and lead (lot# unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.